Event description:
Per the clinic, the patient developed a superficial scalp infection and experienced pain and drainage, at the implant site. The skin was debrided and the patient was treated with a topical antibiotic/steroid medication on (B)(6) 2018. It was reported the patient was also treated with a topical ointment and an oral antibiotic daily for a duration of 1 week.